Event description:
Had left hip surgery in 1985 due to legg calves-perthes disease. We followed up with dr. (B)(6) at (B)(6) at the end of (B)(6) 2010. He said it wasn't a question of if, it was when. We decided to go ahead with the total left hip replacement on (B)(6) 2010 in hopes of getting me back to work sooner. I have a wife and two very small children to support, and she was pregnant with the second at the time. Dr. (B)(6) performed a total left hip replacement and added two inches of length to my leg. I have stayed in severe pain from the time I came out of surgery, worse than what I was having before. I stayed in physical therapy for over a year until they said there was nothing else they could do for me. I tried multiple pain medications and multiple visits back to the doctor with no answers. He wanted me to have an MRI of my back so I followed up with a back doctor in (B)(6) and he said it was not my back, the pain was coming from my hip. We then followed up with dr. (B)(6) one last time and he said he didn't know what was wrong and he didn't know what to tell us. I then found an orthopedist in (B)(6) dr. (B)(6) who did some blood work to check metal levels in my blood and a bone scan. He said the prosthesis has failed and loosened so he referred me to dr. (B)(6) at (B)(6) who is one of the only docs that does "clean up" work in the area. He also concurred and said it had failed and needed a revision. I am now scheduled for yet another surgery at (B)(6) on (B)(6) 2012. I have been unable to work due to the pain since (B)(6) 2010. Dates of use: (B)(6) 2010 - (B)(6) 2012. Reason for use: legg-calves perthes disease and avascular necrosis.